Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
Due to inappropriate shocks sustained on (B) (6) 2009 and (B) (6) 2009, the pt was admitted to the hospital on (B) (6) 2006. Interrogation of the associated ICD reveals low lead impedance values (200ohms). The subject lead was subsequently replaced.